Event description:
Pt. Seen at ER complaining of "bug" in ear. Foreign object seen in ear canal. Lt. Ear irrigated using plastic irrigation syringe with ear irrigation catheter. After several attempts to irrigate, the irrigation tip separated from the syringe. Pt complained of pain & perforation of tympanic membrane seen by otoscope. Pt sent to ent for treatment. Plastic adapton does not "lock" on.